Event description:
Complainant alleged that while treating patient the device discharged three deliveries of energy successfully. However, on the fourth attempt the device displayed a "bridge test failed" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complaint indicated that there was no adverse effect to the patient due to the reported malfunction.